Event description:
After a daily cleaning procedure (dcp), toxoplasma (toxom) qc results were out of range. The customer experienced intermittent qc issues using torch positive controls. Based on the information provided there was no incorrect patient results associated with this complaint.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse checked the system and replaced the 3-way bleach valves. The customer primed the system before running samples and after daily cleaning to ensure a proper rinse. A field correction was implemented. No further evaluation of the device is necessary. The instrument is performing within specifications.